Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath into the pt's right femoral artery. The iab was inserted and right after the intra-aortic balloon pump (iabp) therapy started the pump alarmed "high pressure". The delivery volume on the pump was manually changed, but the pump kept on alarming. As a result, the iab was removed and a 30 cc iab was inserted. After the iab was inserted the iabp therapy worked properly. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is good. The delay/interruption of iabp therapy is unk.